Manufacturer narrative:
(B)(4). The cause of high pacing impedance could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the high pacing impedance could not be determined. (B)(4).

Event description:
It was reported that the patient was presented to the operating room two hours after a system implant procedure. High, out of range pacing lead impedance was observed. The lv lead was reconnected to the device with good values. Provocation and shock tests were performed, and high pacing lead impedance was seen again. The system was explanted and replaced successfully with good values. Patient was stable post-procedure.